Event description:
Literature was reviewed regarding the use of the melody valve in the mitral position. The study population consisted of four pediatric patients who all had a modified medtronic melody transcatheter pulmonary valve implanted in the mitral position. As described, melody modification encompassed folding and trimming both ends of the valve (to reduce length) and then suturing a pericardial strip to the stent frame to allow surgical fixation within the annulus. During a mean follow-up of approximately six years, the following complications occurred: complete atrioventricular block requiring pacemaker implantation, paravalvular leak (mild to unknown severity), mitral regurgitation (moderate to severe), mitral stenosis, high transmitral gradients, degenerated leaflets, pulmonary hypertension, and bacterial endocarditis. Catheter-based interventions (balloon dilations and/or valve-in-valve implantation) were performed for paravalvular leak, mitral stenosis, and high gradients. Mitral regurgitation, valve degeneration, and endocarditis warranted surgical mitral valve replacement. In the end, the authors did not observe any coronary injuries, left ventricular outflow tract obstructions, bleeds, thromboembolic events, or deaths.

Manufacturer narrative:
Citation: hubrechts j, cools b, heying r, et al. Long-term results of the melody valve in the left atrioventricular valve position in very young children. World journal for pediatric and congenital heart surgery. 2025;0(0). Doi:10.1177/21501351251391755 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.